Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding general") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, bacterial vaginosis and post-traumatic stress disorder. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), urticaria ("hives"), metrorrhagia ("bleeding in between periods"), mood swings ("hormonal changes describe: extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), anal incontinence ("gastrointestinal or digestive system condition type: loss of bowel control"), feeding disorder ("gastrointestinal or digestive system condition type: could not eat or drink.") And pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant-hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, rash, urticaria, metrorrhagia, mood swings, vaginal haemorrhage, menorrhagia, anxiety, depression, bladder disorder, urinary tract disorder, allergy to metals, anal incontinence, feeding disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anal incontinence, anxiety, bladder disorder, depression, feeding disorder, genital haemorrhage, menorrhagia, metrorrhagia, mood swings, pelvic pain, rash, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure (ess205). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, nickel allergy, rash. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received event "hormonal changes describe: extreme mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety and depression, rashes or skin conditions type: hives, bladder or urinary problems or changes, nickel allergy, gastrointestinal or digestive system condition type: loss of bowel control, could not eat or drink, abnormal bleeding (general), pain were added. Patient, product and reporter information added. Concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), urticaria ("hives") and metrorrhagia ("bleeding in between periods"). The patient was treated with surgery (to remove the essure implant). Essure (B)(4) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, rash, urticaria and metrorrhagia outcome was unknown. The reporter considered abdominal pain, metrorrhagia, rash and urticaria to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.